Event description:
It was reported that the tracheostomy tube cuff of a blue rhino g2-multi percutaneous tracheostomy introducer tray "popped". The device was placed without incident during a percutaneous tracheostomy procedure in the operating room. Following the procedure the patient was transferred to the medical intensive care unit (micu). A "few hours later" an air leak in the tracheostomy tube cuff was observed. The clinician added additional air into the cuff; however, the air leak was not resolved. Subsequently, the device was removed and replaced in the ICU with an unknown 8.5 tracheostomy tube and the air leak was temporarily resolved. A "few hours later" an air leak in the unknown tracheostomy tube cuff was observed. The device was then removed and replaced with a competitor's product. No further air leak was observed. No other adverse effects were reported for this incident.

Manufacturer narrative:
Brand name- (B)(6). PMA/510(k) #: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Brand name- g57716-c-ptisy-100-hc-g-na-flex7.5 or g57717-c-ptisy-100-hc-g-na-flex8.5. PMA/510(k) #: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the tracheostomy tube cuff of a blue rhino g2-multi percutaneous tracheostomy introducer tray "popped". The device was placed without incident during a percutaneous tracheostomy procedure in the operating room. Following the procedure the patient was transferred to the medical intensive care unit (micu). A "few hours later" an air leak in the tracheostomy tube cuff was observed. The clinician added additional air into the cuff; however, the air leak was not resolved. Subsequently, the device was removed and replaced in the ICU with an unknown 8.5 tracheostomy tube and the air leak was temporarily resolved. A "few hours later" an air leak in the unknown tracheostomy tube cuff was observed. The device was then removed and replaced with a competitor's product. No further air leak was observed. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: it was reported during communication with the customer that the complaint event did not involve a cook product. As such, there is no alleged deficiency in identity, quality, durability, reliability, safety, effectiveness, or performance of a cook inc manufactured device. Therefore, this event no longer meets the set criteria for a reportable event per 21 cfr part 820; no further reports regarding this event will be submitted.

Event description:
Additional information received on 21jan2022 confirmed that the tracheostomy tube in this event is not a cook device.